Manufacturer narrative:
UDI: (B)(4). Multiple attempts to obtain the sample were not successful. Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found no discrepancies when the device was released to stock. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Event description:
As reported by the "affilate", a perforator failed to disengage while performing the second hole, crossing the dura mater and penetrating the brain, leaving a left frontal "cerbral" contusion. The procedure was finished by removing the head of the trepan encrusted in the cranial vault. No reported clinical consequence to the patient.

Manufacturer narrative:
The device was received for evaluation. The perforator was visually inspected and no anomalies were observed. The perforator was then functionally tested. A series of holes with drilled without issues. The device performed as intended. A review of manufacturing records found no discrepancies when released to stock. Based on the investigation, the reported issue could not be confirmed. The device functioned as intended. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.